Event description:
Initial e-mail reporting complaint on (B)(6); tubing in the raceway cracked and required changing. Standard pvc tuving used due to tygon tubing not being available. Situation occurred yesterday 4 days into the case. Additional information from datasheet received (B)(6); neonate pack bsq top 4100. Lot# 13067. Medwatch (B)(4) received (b)(6 informing us of a patient death and details regarding procedure and product failure.